Event description:
It was reported that patient presented for follow up in clinic. Upon interrogation, it was noted that right ventricular lead exhibited noise oversensing causing hvr episodes. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil due to friction to the device can was noted at 18.3cm to 18.4cm from the connector pin. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.